Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the generator's power output was about 15% below the set point. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual evaluation of the returned device found many non-msi decals as well as some minor scratches on the cover and sides of the chassis; otherwise, the unit appeared to be in fair physical condition. All knobs and switches functioned properly. All connections inside the unit were checked and wires were manipulated while power was activated, and no problems could be found. The unit passed the endostat ii return evaluation procedure and was within all specifications. The condition of the returned device was not consistent with the complaint that the power output was below the set point; the complaint was not confirmed. A search of the complaint database revealed that no other complaints exist for the specified serial number.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the generator's power output was about 15% below the set point. The procedure was completed with this device. There were no patient complications reported as a result of this event.